Event description:
Related manufacturer reference number: 2017865-2022-05503. It was reported that the patient presented to the emergency room for cardiac arrest. Upon interrogation, it was observed that the implantable cardioverter-defibrillator (ICD) and right ventricular (rv) lead exhibited oversensed electromagnetic interference (emi) from a cardiopulmonary resuscitation (CPR) machine which led to inappropriate shock. No programming changes were made. The patient passed away. It was not felt that his ICD discharges were the cause of his death.